Event description:
Patients blood glucose was tested and the result was over 600mg/dl at 2:30pm in a non-fasting state. A lab was performed at 4:00pm. At 5:39pm teh patients blood glucose was 468mg/dl. At 6:00pm the patient was given 6 units of insulin. At 6:10 the lab result was reported to be 102mg/dl. Patient has peripheral blood issues and is on hemodialysis. At 6:10 the hospital staff thought they may have overdosed patient and rushed them to the emergency room. Patient was tested on another device and the result was 152mg/dl. Delay on treatment. A request was made for the return of the suspect device and it was declined. Replacement product was sent.